Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 565 mg/dl compared with the sensor glucose reading of 60 mg/dl. The customer stated she did not feel good. The customer was advised to return the sensor back for analysis, and was sent a replacement sensor.